Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation. The mayfield 2 lock has up and down movement and the teeth are grinding when rotated. The observed condition is likely caused by wear and tear / improperly handling of the device . The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the torque knob of the a3059 mayfield composite series skull clamp was not functioning properly. Patient injury and surgery delay were unknown.